Event description:
Reporter alleged having hypoglycemic symptoms when she attempted to test her blood sugar with her advantage meter but it had no power when she tried to use it. Reporter stated she ate brownies and candy, but went to the ER when her symptoms did not subside. Reporter stated that there, she was given orange juice, crackers, and then an IV. No other actions were reported taken or treatment received. A request was made for the return of the suspect device.